Manufacturer narrative:
In addition, it was determined the implantable neurostimulator was not returned. Rather an unknown lead was returned.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported during the procedure, a routine bilateral battery change, the surgeon discovered a piece of unknown plastic straw inside the pocket. The plastic was removed. It was reported the physician checked the impedances, visually inspected the distal connections of the extension wire and there was no visible damage or report of a missing covering. The patient's normal programming was restored. The issue was resolved at the time of the report. It was reported the surgeon wanted analysis of the specimen to determine if it was a piece of product. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown, product type lead. Device evaluated by MFR: evaluation of the lead revealed no significant anomaly. The stim lead body was cut through/segmented. Fdm 4118, fdr 3233, and fdc 11 no longer apply. Fdm 10, fdr 452, fdr 213, and fdc 67 now apply. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.